Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported xia 4.5 extended connector small breakage was confirmed via a visual assessment of the returned connectors. The event resulted in a revision surgery (s3), which is in-line with the reference risk document it was confirmed that a growing rod construct was used. In this construct the patient is fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This is done in an attempt to fix a thoracic scoliosis curve. This existing curve and the placement of the devices allow for a large bending moment to exist within the non-fixed region, and can eventually cause the fatigue breakage of connector. The xia 4.5 implant IFU states, ¿once implanted, the implants are subjected to stresses and strains... Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate." The large bending moment created by the configuration of the construct along with the time of implantation were likely to have been main contributors to the fatigue breakage experienced by the returned connectors. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that during small xia growing rod surgery, connector breakage was found. The surgeon exchanged the connector to other connector and finished the surgery.

Event description:
It was reported that during small xia growing rod surgery, connector breakage was found. The surgeon exchanged the connector to other connector and finished the surgery.